Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1059. It was reported the pt's ipg was removed due to an infection at his ipg site on (B)(6) 2012. A culture was taken and the pt was treated with antibiotics. Additional info identified the lead site was also infected and it was removed on (B)(6) 2012.